Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the chronic pacing lead had high thresholds. The physician tried to implant a new lead, however noted the new lead also gave same threshold values therefore the new lead was not implanted. The physician left the chronic lead in use. No patient complications have been reported as a result of this event.